Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical block and inverse critical block did not add to zero and motor arm cannot communicate with the main arm. Customer¿s blood glucose was 208.8mg/dl at time of incident. Customer performed self test and did not passed. Customer advised to monitor the pump. Insulin pump will be replaced for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 15, pump error 14, or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error. The pump was received with scratched case and pillowing keypad overlay.